Manufacturer narrative:
(B)(4).

Event description:
The patient reported having back spasms like stimulation was too high. Stimulation was probably at 2.80 volts and that was too high. The patient was away from home and didn't have the patient programmer (pp) to troubleshoot during the call. Relevant medical history included lumbar radiculopathy and spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.